Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after advancing a 3.0mm x 80mm x 90cm armada 14 balloon dilatation catheter (bdc), via right femoral artery access ipsilateral approach, over a non-abbott guide wire, into a non-abbott sheath, and to a moderately calcified, 100% stenosed lesion in the non-tortuous totally occluded popliteal artery without resistance, during the first inflation the pressure dropped from 10 atmospheres (atm) to 6 atm, after holding 10 atm for less than 30 seconds. The treatment plan was to maintain 10 atm for 3 minutes. An image of leak was visualized just in the moment the pressure dropped to 6 atm. The armada 14 bdc was withdrawn from the anatomy without resistance. A new armanda 14 was used to finish the procedure successfully with optimal result. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: bostonv18 and cook roadrunner 014; guide catheter: cxi boston; sheath: radiofocus terumo 11cmm x 4f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.